Manufacturer narrative:
Complaint no: cmplnt-(B)(4) (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day of onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with an injection of vancomycin 1 gram in first bag-1 dose only and an injection of fortum 1 gram each bag (duration not reported) for peritonitis. At the time of this report the patient was recovering from the peritonitis event. Dianeal therapies were ongoing. Additional information was not available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was recovered from the peritonitis event (previously reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.